Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 35 (a broken force sensor was detected during seating or regular delivery), open book image, keypad anomaly, and had the frozen display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the open book image, which explained that the pump performs safety checks, and an error was found. Troubleshooting was performed for the frozen display, and the serialized device will be replaced. Troubleshooting was performed for the keypad anomaly, and the pump was not exposed to a change in altitude. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test. Successfully utilized thump to download history files, traces and comlink3 files. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. No frozen screen display noted during analysis. All buttons function properly during testing. No stuck button alarm noted during testing or present in pump downloaded history. No pump error 35 noted during testing or present in pump downloaded history. The sc1-cap/reservoir does lock properly. Pump was cut open to perform visual inspection and found no damage to the keypad assembly. However, found moisture damage to pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, cracked keypad overlay and pillowing keypad overlay. Pump passed all required testing. No frozen screen display noted during testing. Frozen screen display not confirmed. Keypad/buttons functioned properly during analysis. No stuck button alarm noted. No pump error 35 noted during testing or in pump history, pump error 35 not confirmed. Critical pump error (open book image) alarm was not observed during analysis. Critical pump error (open book image) alarm not confirmed. Confirmed moisture damage to pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.